Event description:
The customer reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump's time settings and advised them to monitor the situation, recommending further follow-up if the time discrepancy reappears. The caller understood and acknowledged this guidance.